Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thoracoscopic lobectomy surgery, on partial closure of the bronchial stump, while on bronchial resection, the first stapler did not reopen and was blocked, it was removed by force. Same happened with the second stapler however, it was removed by cutting/ resecting the tissue between the jaws with a cold scalpel. Tissue loss was noted. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.